Event description:
It was reported that device is leaking. Additional information received on 03/18/2015: dr (B)(6) reports patient status post right abg ii modular hip stem from (B)(6) 2011 is now in need of a revision. Dr (B)(6) decided to revise the hip anteriorly. He carefully removed the femoral component using a burr and osteotomes. Upon removal, he then reamed the canal with flexible reamer to an 11mm. He then broached a short citation to a size 1. At that point, he decided to change the liner from a 32mm to a 36 mm liner for greater options. Then the size 1 short citation stem was implanted and a trial reduction performed. He decided to use a +7.5 36mm head which was impacted. The surgical site was closed. Right hip. Additional information as per op reports: patient had pain, high cobalt levels, decreased range of motion, and clicking.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
It was reported that device is leaking. Additional information received on 03/18/2015: dr (B)(6) reports patient status post right abg ii modular hip stem from (B)(6) 2011 is now in need of a revision. Dr (B)(6) decided to revise the hip anteriorly. He carefully removed the femoral component using a burr and osteotomes. Upon removal he then reamed the canal with flexible reamer to an 11mm. He then broached a short citation to a size 1. At that point he decided to change the liner from a 32mm to a 36 mm liner for greater options. Then the size 1 short citation stem was implanted and a trial reduction performed. He decided to use a +7.5 36mm head which was impacted. The surgical site was closed. Right hip. Additional information as per op reports: patient had pain, high cobalt levels, decreased range of motion, and clicking.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 32mm liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.